Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there were low impedance warnings for both the atrial and ventricular leads. It was confirmed the polarity of both leads changed from bipolar to unipolar. Both leads were reportedly fractured. The ventricular lead (B) (4) was replaced. The atrial lead (B) (4) was not replaced, due to angioplany (abnormal location of a blood vessel). No patient complications were reported as a result of this event.